Manufacturer narrative:
H6 imdrf device code f1001 captures the reportable event of absence of treatment. Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The product was not returned for evaluation to determine whether a device defect was present. Additionally, no relevant information regarding the alleged issue was identified during the complaint review. As a result, no analysis could be performed, and the reported event could not be confirmed. A shipping history review could not be conducted because the upn is unknown. Furthermore, a device history record (DHR) review was not performed since the lot number is unknown and no shipping review was available to identify probable lots. Therefore, there is no indication that the manufacturing process contributed to the reported complaint. Based on the available information, there is insufficient evidence to determine the exact cause of the reported issue; therefore, unable to exclude device problem was identified as the most probable conclusion. Regarding the event of procedure cancelled/rescheduled post sedation/sedation unknown, as it occurred during the procedure and the most probable cause cannot be established due to lack of evidence, it will be classified as cause not established.

Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that a spyscope ds ii device and spy ds controller were attempted for use during an endoscopic retrograde cholangiopancreatography (ercp) with a peroral cholangioscopy guided biopsy on (B)(6) 2026, for the treatment of indeterminate biliary stricture. The procedure began with a sphincterotomy. Stricture was observed in the common hepatic duct and the spyscope ds ii was inserted to investigate. The bile ducts were observed for approximately 25 minutes. Contrast was injected and an attempt was made to cannulate the hepatic ducts. The physician decided to use forceps and while the devices were being exchanged, visualization from spyscope was lost. A biopsy was attempted using fluoroscopic guidance only. This physician could not obtain the needed samples and placed a stent. The procedure was unable to be completed, and the patient was rescheduled for another ercp and biopsy. No patient complications were reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that a spyscope ds ii device and spy ds controller were attempted for use during an endoscopic retrograde cholangiopancreatography (ercp) with a peroral cholangioscopy guided biopsy on (B)(6) 2026, for the treatment of indeterminate biliary stricture. The procedure began with a sphincterotomy. Stricture was observed in the common hepatic duct and the spyscope ds ii was inserted to investigate. The bile ducts were observed for approximately 25 minutes. Contrast was injected and an attempt was made to cannulate the hepatic ducts. The physician decided to use forceps and while the devices were being exchanged, visualization from spyscope was lost. A biopsy was attempted using fluoroscopic guidance only. This physician could not obtain the needed samples and placed a stent. The procedure was unable to be completed, and the patient was rescheduled for another ercp and biopsy. No patient complications were reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code f1001 captures the reportable event of absence of treatment. Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.